Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from 2 different pt samples that were generated by the access 2 instrument. Pt a and pt b samples were tested for accu tni and results of 0.03ng/ml and 0.55ng/ml were obtained respectively. The customer retested the original samples of pt a and pt b on a different instrument in their lab for accu tni. The repeated accu tni results were 1.53ng/ml for pt a and 3.04ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc and system check were within specifications. The specimens were collected in lithium heparin tubes and centrifuged at 1,800 rcf for 5 mins. Accu tni was the only assay questioned by the customer. It is unclear which accu tni results the customer believes to be the correct results. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.